Event description:
Medtronic received information that during insertion of an mc3 crescent cannula, it was reported that the connector on the return connection was cracked. The hemostasis cap was used when the introducer was inserted into the cannula body connector. The return (arterial) connector was cut out and replaced with another 3/8x3/8 straight connector to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer stated this was an urgent cannulation. The patient was weaned from support. Medtronic received additional information that the exact location of the crack on the cannula was on the arterial (return) side of the cannula. The crack was noticed on insertion into the patient. Medtronic received additional information that the customer stated that the connector was cracked on the connector glue joint side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.